Manufacturer narrative:
(B)(4). Following this complaint further information was sought from the hospital. We were informed that the patient was (B)(6) and was discharged to the ward after a successful wean to supplementary oxygen. The hospital told us that they were using fisher & paykel healthcare (f&p) nasal prongs, chamber and the airvo 2 humidifier, however, we only received the complaint airvo 2 humidifier back for investigation. Method: we received the complaint airvo unit at our f&p regional office in (B)(4). A trained f&p technician inspected the device and ran performance tests. Results: no fault was found with the device. Conclusion: we are unable to determine what caused the reported patient desaturation. It is possible that the desaturation was related to the patient condition. Please note the airvo user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply". The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support".

Event description:
A hospital in (B)(6) reported that a patient was connected to an airvo 2 humidifier when started to desaturate and sats dropped to 66%. Patient was placed on intersurgical non-rebreathe mask and sats increased instantly to 100%. It was further reported that there was no flow coming from nasal prongs which were connected to the airvo 2 humidifier via the breathing circuit. No further patient consequence was reported.